Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue but replaced the integrated electrosurgical generator unit (iesu) per customer's request. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the issue was confirmed through system log review, which documented errors 1-87 and m-02. Visual inspection revealed scratches and light scuff marks on the gray bezel. During functional testing, the unit displayed error code m-02-3 at startup. A review of the internal logs additionally identified errors m-0b and m-b0. The probable root cause of error m-02 is attributed to a faulty component of the iesu. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, both monopolar and bipolar energy were not working. The team switched to a coviden generator to continue, and the procedure was completed as planned with no patient injury reported.